Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and several months later had undersensing. The patient experienced shortness of breath and chest pain. The ra lead remains in use. No further patient complications have been reported as a result of this event.